Event description:
It was reported that during preparation, at the time of connecting the fiber and putting the card, it was noticed that the energy was not transmitted to the fiber. It was confirmed that there was a fracture in the fiber, and the device was replaced with a new one. No patient complications were reported.